Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) reported that patient felt pocket pulling, it was too tight, and it was restricting movement. The issue was successfully resolved after the pocket size was slightly increased. No further issues were reported and the cause was unknown.

Event description:
The patient reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) pocket was too tight for him; therefore the physician was making it bigger. The patient was scheduled for a pocket revision on (B)(6) 2016. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.